Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure using the rapidcross percutaneous transluminal angioplasty balloon catheter, the patient was treated for a plaque lesion in the left anterior tibial artery (proximal/mid) with 100% stenosis, lesion length of 150 mm, and vessel diameter of 3.0¿3.5 mm. The vessel was pre-dilated and post-dilated with the same device, and the device was advanced through a previously deployed non-medtronic stent. A non-medtronic inflation device was used with 50/50 contrast. During the procedure, the balloon burst in a circumferential/radial manner at an unknown pressure after the balloon had previously been inflated two times, and the balloon detached. Multiple attempts were made to retrieve the balloon; however, not all balloon fragments were retrieved, and a portion of the balloon remained in the patient, jailed within the stent. The catheter and the portion of balloon still on the catheter were removed, but the remaining balloon was left in the stent, and the procedure was completed after unsuccessful retrieval attempts. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Additional information: the jailed stent was an abbott espirit reabsorbale stent. The balloon was used for post dilatation profiling of the stents. There was no stents prior to this intervention, the stent was deployed after pre-dilation with the same balloon. Product analysis the device was received with approximately 40mm of the proximal end of the balloon still attached. The inner shaft is detached, and the detachment occurred at the rx joint, the detached components were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.